Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.